Event description:
It was reported that catheter entrapment on the guidewire occurred. An angiojet solent omni was selected for a thrombectomy procedure in an unspecified lesion. During the procedure, a 0.035 amplatz guidewire was jammed inside the catheter. The catheter was noted to be damaged. The procedure was completed with a second catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system. There was no guidewire jammed in or returned with the complaint device. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual inspection of the device revealed that the distal shaft and hypotube were twisted/damaged 6.5cm to 7cm proximal of the tip. As the guidewire used in the procedure was not returned for analysis, a .035 inch test wire was used for functional testing. The guidewire was inserted into the tip and advanced; however, the guidewire was unable to pass the twisted/damaged shaft. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that catheter entrapment on the guidewire occurred. An angiojet solent omni was selected for a thrombectomy procedure in an unspecified lesion. During the procedure, a 0.035 amplatz guidewire was jammed inside the catheter. The catheter was noted to be damaged. The procedure was completed with a second catheter. No patient complications were reported.